Event description:
It was reported that the customer experienced elevated blood glucose levels (452 mg/dl). Reportedly, the customer ate a sandwich and did not take insulin to cover what was consumed. Troubleshooting was performed and pump passed delivery system check. Customer changes cartridge every 3-4 days.

Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. Humalog was tested up to 48 hrs of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.